Event description:
No additional information was received from the author.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the author. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h6. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Olympus reviewed the following literature titled ¿usefulness of a laser-cut covered metal stent with a 7f delivery sheath in endoscopic ultrasound-guided biliary drainage without fistula dilation¿. Literature summary background and study aims recently, the utility of endoscopic ultrasound-guided intervention without fistula dilation (eus-IV wod) has been reported to prevent adverse events. We clinically evaluated cases in which eus-IV wod was attempted using a novel self-expandable metallic stent (sems); this is a fully covered, laser-cut sems that has a tapered and stiff tip specifically designed for a 0.025-inch guidewire and a relatively thin, 7f delivery system. Patients and methods we retrospectively evaluated cases wherein eus-IV wod was attempted using the novel sems between march and december 2021. Results treatment of 11 patients by eus-IV wod with the novel sems was attempted. The technical success rate for eus-IV was 100% and the clinical success rate was 100 %; the success rate for eus-IV wod was 72.8%. Of these, the procedural success rate for eus-IV wod was 100% in eusbiliary drainage (bd) and 57.1% in non-eus-bd. Early adverse events were observed in 27.3% of patients (3/11): mild abdominal pain in two patients and moderate bleeding in one patient. The abdominal pain cases were both cases of eus-IV wod failure and required fistula dilation. Conclusions the novel stent may be useful for eus-IV wod, especially in eus-bd. Type of adverse events/number of patients. Moderate bleeding (1 patient) - which required a blood transfusion.

Manufacturer narrative:
The reports of the following patient identifiers are linked: (B)(6). E1 facility name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.